Event description:
Reporter informed lumenis regulatory in 2006, that a patient treated with the epilight at a location six months earlier is alleging burns and scarring to the lower back. Per lumenis UK, during the treatment, the heads leaked water and got hot. Additional details have been requested by lumenis regulatory and are pending as of six months following.

Manufacturer narrative:
Lumenis has had the subject epilight system in its possession since 2006. Incident and service details have been requested from lumenis. A follow-up report will be filed if addtional information is obtained.